Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the pe-pur foam inside the device degraded, producing particulate contamination and chemical inhalation exposure consistent with the philips recall. The patient representative reported that after prolonged use of the recalled dreamstation device, the patient developed chronic sinusitis, airway irritation, crusting, and congestion. No prior history of chronic sinus disease existed before device use. Additionally, the patient required a medical intervention including two sinus surgeries were, including endoscopic sinus surgery and balloon sinuplasty at (B)(6). Pathology demonstrated chronic inflammatory disease and mucosal injury. The patient continues to experience chronic nasal dryness, airway irritation, and respiratory impairment. Condition remains symptomatic and permanent. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.